Event description:
The consumer received second degree burns on her right and left legs caused by boiling water spilling from the unit. The consumer was using the unit while in bed. The safety instructions included with this unit state to always place the unit on a flat level surface while in use.